Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with tvh and mccall¿s culdoplasty.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, occasional stress urinary incontinence, nocturia and incomplete bladder emptying. It was also reported that the patient underwent sling revision and cystourethroscopy on (B)(6) 2010 by dr. (B)(6) md. Due to bladder urgency and incomplete bladder emptying.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.